Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced multiple parts while trying to determine cause of the problem and finally isolated issue to red/white (r/w) preamp board which was replaced. Failure mode was attributed to the red/white (r/w) preamp board.

Event description:
The customer reported to beckman coulter (bec) that platelet (plt) was running abnormally high on the coulter hmx hematology analyzer with autoloader comparing to platelet (plt) results obtained when the same samples were tested on a backup instrument. The customer provided results for three (3) patients. Data review shows that the hmx analyzer gave erroneous results for plt and for other complete blood count (cbc) parameters tested at the time. Patient results are provided in file attachment. Customer considers the plt count from the backup analyzer as correct and those sample results were reported out of the laboratory. The erroneous results generated by the hmx instrument were not reported outside of the laboratory. There was no death, injury or effect to patient treatment associated with this incident.